Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high thresholds. Patient presented to the operating room for lead repositioning. During procedure, it was discovered that the patient had a pericardial effusion that required draining at the right ventricular lead site. Cardiac perforation was noted. The lead was explanted and replaced. After the procedure, it was noted that excessive amounts of blood was draining from the pericardial drain. The patient was transferred to the procedure room and the perforation site was sutured. The patient was stable and recovering post procedure.